Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify error 68, 23, 49 and 49 alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had multiple critical pump error alarms and failed battery alarm. Customer was able to clear alarms and able to complete rewind the insulin pump. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.